Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned (non-emergent) treatment. The procedure was delayed but completed on the same system (less than 20 minutes) by restarted the system. It was reported to philips that the system was unable to perform geometry movements. Review of the logfile shows system unable to perform geometry movements and the root cause was found to be related to motor assembly error. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that one of the bow movement controllers appeared to be malfunctioning and released an onsite work order for further diagnosis. The philips field service engineer (fse) checked the system logfile onsite and found errors related to the movement of the propeller, indicating a failure of the associated controller. To resolve the issue, the fse replaced amc triple servo drive and checked wiring and connections. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of geometry movement during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the loss of geometry movement issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement happened, and the procedure resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) with a minimum delay is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.